Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the surgeon console went into medium priority alarm. The customer attempted to recover the console, but it did not work and the procedure was converted. Telemetry records showed an intemittend communication failure and the investigation of the unit found that the cause of the failure was a faulty cable. The electronics assembly containing the cable was replaced and the unit passed all acceptance testing. No harm was reported in relation to this event. At the time of this report, no further information has been provided.